Manufacturer narrative:
(B)(4): infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. Three days following the procedure, the patient experienced severe cramping, unable to sit, trouble urinating, and it felt like something was stabbing the patient when she bent over. She also had a strong odor which was described as smelling like something was dead. The patient was prescribed to take extra vicodin. The patient was told that the odor was the old blood not discharging from behind the mesh and that once the swelling went down, the blood would discharge and the smell would go away. At the three week check up, the patient was told that once the pessary was removed, the smell and pain would go away, and the blood would discharge. Approximately one week later, the patient was prescribed cipro 500mg for an infection. About two weeks later, she was prescribed fluconazole, nystatin, and triamcinolone. Two weeks later, the patient was prescribed cipro 500mg and metronidazole vaginal gel. The patient experienced swollen glands and a fever. She was seen by her family physician and was told that the swollen glands and fever were because of lamictal, which she takes for seizures. The patient has been on several different antibiotics, along with anti fungal medicine and estrogen cream. Once she would finish the antibiotic, the infection would return. The patient was on a maintenance dose of trimethoprim 100mg. Even after being on the maintenance drug, the patient has had three different antibiotics and three more infections. The patient has seen her family doctor, an obgyn, and another obgyn who specialized in pelvic floor repair. The patient reported that she has not felt normal or well since the surgery. She was exhausted, ran a fever on and off, and was in constant pain. She can't sit straight up, walk ,or be on her feet longer than thirty minutes. She had stabbing pain when she would bend over, low pelvic pain, low back pain, no urine control, and the odor. Both obgyn specialists advised the patient that she needed a bladder suspension, since she is at stage three.